Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in a shunt within the mildly tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated twice at 24 atmospheres. During the third inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).